Manufacturer narrative:
(B)(4). D10: medical products: item#: 110031424, standard 36mm diameter bearing; lot#: 66882856. Item#: 110031401, mini +10mm thickness +0mm taper offset 40mm diameter humeral tray; lot#: 64336331. G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. H6: component codes: mechanical (g04) - head. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty using non-zimmer biomet products. The patient underwent a two-stage revision surgery approximately three (3) months ago for an unknown reason. All non-zimmer biomet products were explanted from the patient. Subsequently, the patient underwent a revision surgery approximately one (1) month ago due to anterior dislocation of the implants.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following sections were corrected: d5; h4. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.